Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a pertrochanteric fracture procedure, while inserting the nail, the aiming arm connection screw broke. The device broke while the nail was inside the patient. The surgeon encountered problems while trying to remove the nail as the broken fragment of the connection screw was blocked in the nail. The surgeon removed the nail and replaced it with another nail to complete the procedure. All fragments were retrieved. The procedure was extended for 20 minutes due to this event. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.